Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the broken blade tip fall into the patient? Yes. If yes, was the broken blade tip retrieved? Yes. Did this change the patient s post-op care? No, only they changed the device, the patient did not suffer any damage for the inconvenience with the blade. Is the broken blade tip being returned with the device? Yes, the broken blade will be sent with the device. Our sales rep taped the blade to avoid it being loose or, was the broken blade tip discarded? N/a the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a thyroidectomy procedure, the blade broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the broken blade tip fall into the patient? If yes, was the broken blade tip retrieved? Did this change the patient¿s post-op care? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? The form indicates that this is a reusable device, was this device reused?